Event description:
It was reported that a patient presented with a diagnostic issue noted on the patient implantable cardioverter defibrillator, with a hematoma and discomfort noted at the device pocket. No erosion or infection was noted. Additionally, high pacing impedance and failure to capture at high output was noted on the right ventricular lead. No additional intervention was planned. The patient was stable throughout.

Event description:
It was reported that a patient presented with a diagnostic issue noted on the patient implantable cardioverter defibrillator, with a hematoma noted at the device pocket. No erosion or infection was noted. Additionally, high pacing impedance and failure to capture at high output was noted on the left ventricular lead. Corrective programming changes were made to address the diagnostic issue and lead capture issue. The patient was stable throughout.

Event description:
It was reported that a patient presented with a diagnostic issue noted on the patient implantable cardioverter defibrillator, with a hematoma noted at the device pocket. No erosion or infection was noted. Additionally, high pacing impedance and failure to capture at high output was noted on the left ventricular lead. Corrective programming changes were made to address the diagnostic issue. The patient was stable throughout.